Event description:
The surgeon initially reported that the vitrectomy probe did not actuate. Additional info received reported that a posterior capsule tear had occurred during surgery, and an anterior vitrectomy was performed. The surgeon stated the iol was implanted normally, and there was no pt harm.

Manufacturer narrative:
The customer will be sending in the sample for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.